Event description:
An event involved a plum 360 infuser where it was reported that during infusion, the pump clears and restarts randomly. There was patient involvement with no harm.

Manufacturer narrative:
Device has been received for investigation. Evaluation is anticipated but not yet begun. Once complete, results will be sent in final report.